Manufacturer narrative:
Evaluation summary: by november 2022, no additional information. Including culture test results, was obtained. No information affecting safety at this time. The customer stated, that they had not disinfected before use. And we are aware that they did not reprocess, what should have been done. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
Should additional information become available, a supplemental report will be filed.

Event description:
A customer requested documentation/sterilization procedure after repaired scope is returned on an ec38-i10cl- video colonoscope. The customer stated they are requesting the information, as the scope was being used with a patient but was not disinfected prior to use.